Event description:
It was reported the long lesion was located in the mid-distal circumflex and was 70% stenosed. An attempt was made to direct stent the lesion as there was no difficulty advancing the guide wire to the lesion. Resistance was felt during the attempt to cross; therefore, the device was retracted from the patient; however, during retraction resistance was felt at the mouth of the guiding catheter and it was noted that the stent implant was becoming damaged. The physician continued to pull with more force and was able to remove the device successfully from the patient; however, a stent strut was noted to be sticking out, which was thought to be the cause of the resistance during removal. No patient effect were reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report additional information was received: resistance was felt during the attempt to cross; therefore, the device was retracted from the patient; however, during retraction excessive resistance was felt at the mouth of the guiding catheter and it was noted that the stent implant was "shriveling up" on itself from the proximal end to the distal end.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. Therapy date has been estimated. Device (B)(4) - excessive force/no pre-dilatation the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted only the stent implant was returned. There was contrast visible on the stent implant, consistent with handling. The full length of the stent implant was mangled. The stent implant was returned on 15 cm of an unknown guide wire. The guide wire was cut off at both ends. Several attempts were made to obtain clarification from the account as to when the stent dislodgement occurred; however, no further information was available. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was not pre-dilated, which likely contributed to the reported failure to advance. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent interacted with the guiding catheter during retraction, damaging the stent struts, and contributing to the difficulty removing the stent delivery system (sds) through the guiding catheter during retraction. It was reported force was used in the attempts to remove the sds. It should be noted the IFU states: should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. It is possible that the stent interacted with the guiding catheter during retraction and as force was applied, this would contribute to the stent dislodging from the balloon and shriveling up on itself; however, this could not be confirmed. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent damage, dislodgement, or difficult to remove for this lot. There is no indication of a product quality deficiency.